Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was debris measuring about .80mm squared sealed inside the sterile package of 1 of the spikes. Per zpc 8.400 for sterile non-implantable devices and packaging materials, a total of two (2) particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The debris is greater than 0.60 sq. Mm meaning that the device is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during inspection, it was found that there was debris in the sterile packaging. During product evaluation, it was found that there was debris measuring .80mm squared sealed inside the sterile package. This was determined to be non-conforming. There was no patient involvement. Due diligence is complete and there is no additional information available.